Event description:
Site reports that patient had an adverse event of "wound drainage" which resulted in treatment of I&d and acetabular liner exchange.

Manufacturer narrative:
Evaluation summary: the device was in-vivo approximately 7 days. It is unknown whether the correct surgical technique was followed for the seating of the liner in the shell. Details on the instruments used for implantation are unavailable. Additionally, it is unknown which devices were used in combination with the liner and what condition these components were in. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, the manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the patient infection. Based on the information provided, the cause of this event was not likely related to the device. However, the exact cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.